Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat chem8+ cartridge yielded unexpected results for sodium, chloride and hematocrit. The same sample was tested on (B)(6), 2010 on the I-stat at 09:30 and in the laboratory at 13:21: I-stat results: sodium 109, lab results: 142. I-stat results: chloride 120, lab results: 106. I-stat results: hematocrit 21, lab results: 32.2.